Event description:
It was reported that the patient wanted another ams 800 artificial urinary sphincter (aus) for better continence. The physician told him that would only be possible using a transcrotal cuff placement, which could not be done with the existing ams 700 inflatable penile prosthesis (ipp). The patient opted to have the entire fully functioning ipp system removed and replaced with a new aus. No further complications were reported in relation to this event.